Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that right ventricular threshold was varying and the implantable cardioverter defibrillator (ICD) was going into high output mode. There were no changes or interventions reported. There were no patient consequences.